Manufacturer narrative:
(B)(4) handle cannula broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device confirmed that the handle cannula detached. The handle cannula had slight indentations from the handle assembly process, however, it was determined that these were not enough to hold the handle cannula in the active cord insert. This failure was caused by an improper assembly of the handle cannula in the manufacturing process. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator medium oval snare was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, while the loop was being retracted around the target polyp in the patient¿s colon, the handle cannula broke. Surgical pliers were used to actuate the handle cannula, thus allowing the loop to be removed from around the polyp. The device was then removed from the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator medium oval snare was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, while the loop was being retracted around the target polyp in the patient¿s colon, the handle cannula broke. Surgical pliers were used to actuate the handle cannula, thus allowing the loop to be removed from around the polyp. The device was then removed from the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator medium oval snare was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, while the loop was being retracted around the target polyp in the patient's colon, the handle cannula broke. Surgical pliers were used to actuate the handle cannula, thus allowing the loop to be removed from around the polyp. The device was then removed from the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on 08aug2013 confirming that the handle cannula detached.